Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged resulting in the pump shutting off. Additionally, it was reported that the wake button was sticking. Customer's blood glucose (bg) was in 502 mg/dl - "high" (value not provided). Reportedly, the customer was not able to move and required assistance from the contact to address bg with a manual injection and correction bolus via the pump. Reportedly, customer reverted to an alternate method of insulin therapy.